Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed a fault 16 (timeout moving to take-up position) message upon pressing the green start button was confirmed during the functional testing and the archive data review. The root cause of fault 16 was a seized brake gap caused by the corrosion on the brake housing area of the drivetrain motor, likely due to user maintenance. Reviewing the autopulse platform archive revealed that daily checks were not performed regularly. Performing regular daily checks and storing the device in a location with low humidity will reduce the likelihood of corrosive damage to the drivetrain motor and prevent the brake gap from seizing. Also, no documented report was found showing that regular preventative maintenance (pm) was performed on the autopulse platform since it was acquired by the customer in 2017. The lack of proper maintenance and high relative humidity most likely caused degradation of the mechanical components of the drivetrain to occur, leading to eventual brake seizure. The archive data review indicated that the autopulse platform was not powered on for almost 7 months. Upon powering on after 7 months, the platform displayed multiple fault 16 on the reported event date, confirming the reported complaint. The autopulse platform failed functional testing due to fault 16 displayed upon pressing the green start button, confirming the reported complaint. There was no brake activation during the testing, and the drivetrain motor had minor corrosion at the brake housing area. The brake assembly was seized from corrosion, which will fault 16 and prevent the platform from performing compression. Isopropyl alcohol (ipa) was used to clean and remove the corrosion at the brake assembly to address the reported complaint. The brake gap inspection verified that the brake gap was within the specification. The platform was re-evaluated through the run_in test using the 95% patient test fixture (lrtf) with good known test batteries until discharged without fault or error. Following service, a load cell characterization test confirmed that both cell modules function within the specification. The autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During shift check, the autopulse platform (sn (B)(6)) displayed a fault 16 (timeout moving to take-up position) message upon pressing the green start button. The customer tried to clear the fault code by pulling up the lifeband and restarting the platform; however, the fault persisted. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.